Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented at the emergency room and that an episode with 10 beats of noise had occurred. The lead is still in use. No patient complications have been reported as a result of this event.